Event description:
It was reported that the device system was explanted on (B)(6) 2011. The patient complained of drug side effects. The patient also claimed that there were side effects no matter how the pump was adjusted. The reporter stated that the "system worked well." There was no patient injury.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the catheter (B)(4) revealed a compressed area of the catheter body due to patient anatomy which possible caused an occlusion. A broken catheter anomaly was found. A user related hole in the catheter body was also found.